Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a290,serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional of the clinical study reported the patient was having numbness, increased pain and they wanted the device removed. The patient also had nausea needing readmission and persistent left t8 pain. The patient refused to try the stimulator and demanded the device be removed despite no radio graphic evidence of nerve compression. CT scan was done to evaluate stimulator position. MRI of the brain was done to rule out tumor or "path." Reprogramming was attempted but results were unknown. The entire system was explanted per the patient's request and the issue was considered resolved. Patient has withdrawn from the study. No medical history was noted and the etiology was unknown.